Event description:
It was reported that during a procedure, before the fiber was put down the scope to fiber, the fiber tip was found to be broken with a hole in the black insulation near the tip of the fiber. A second fiber was used to successfully complete the procedure with no patient complications.